Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination an australian hospital described the complaint as: revision lps for patella scarring/clunking and pain - appeared to be tissue rubbing on porous collar on lps stem; lps removed and lps with sleeve put in. All available photographs were reviewed and there is no evidence to confirm this complaint. Visual inspection of the pictures does not confirm the complaint. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed, and the investigation may be re-opened as necessary. Device history lot : a manufacturing records evaluation (mre) was not performed as no lot number was provided for this device.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Revision lps for patella scarring/ clunking and pain - appeared to be tissue rubbing on porous collar on lps stem. Lps removed and lps with sleeve put in. Doi: unknown. Dor: (B)(6) 2021, unknown side.